Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) came out of the access site deflated, the account believes the balloon lost pressure. Hemostasis was achieved using manual pressure. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. The device was purged of air during preparation. The deployer was certified in the use of the mynx device. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) came out of the access site deflated, the account believes the balloon lost pressure. Hemostasis was achieved using manual pressure. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. The device was purged of air during preparation. The deployer was certified in the use of the mynx device. Other procedural details were requested but were not provided. One non-sterile 6/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was also not depressed. The stopcock was found closed. No syringe was returned for this evaluation. The sealant was present in the manufacturing position and fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. Additionally, a non-cordis catheter sheath introducer (csi) was returned, not inserted on the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A loss of pressure was noted during the leak test conducted through balloon inflation and deflation evaluation, suggesting a possible balloon failure. A high magnification evaluation was performed to assess the balloon. During this analysis, a longitudinal tear in the balloon was observed. The reported event of ¿balloon balloon loss of pressure¿ was observed through analysis of the returned device since the balloon demonstrated a longitudinal tear. The cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.